Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that three rt236 breathing circuits were leaking from the wye-piece (swivel). The leaks were identified by the hospital prior to patient use.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that three rt236 breathing circuits were leaking from the wye-piece (swivel). The leaks were identified by the hospital prior to patient use.

Manufacturer narrative:
(B)(4). The complaint breathing circuits have not yet been returned to fisher & paykel healthcare for evaluation. We will submit a follow-up report upon receipt of the breathing circuits and completion of our investigation.

Manufacturer narrative:
(B)(4). It was reported that the three complaint breathing circuits would be returned to fisher & paykel healthcare (B)(4) for investigation. Unfortunately the devices were lost in transit from (B)(4) to fisher & paykel healthcare's regional office and service center in the (B)(4). As the complaint devices are no longer available for investigation, we are unable to confirm or determine the root cause of the reported swivel leak. (B)(4).